Event description:
It was reported that the biomed stated nurses were complaining that the patient temperature (pt) was not accurate when using the arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated nurses were complaining that the patient temperature (pt) was not accurate when using the arctic sun device. Per additional information received via mail on 22oct2025, they have ordered a new temperature cable. Still waiting for arrival.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a temp cable failure. Per additional information received via mail on 22oct2025, they have ordered a new temperature cable. Still waiting for arrival. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.